Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided, customer reportedly felt dizzy and sick. Cause was not known. The customer's son assisted the customer to deliver a manual insulin injection to address the elevated (bg). And customer changed the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.